Manufacturer narrative:
(B)(4); batch # u5cn0r. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was received with a gst60t reload loaded on the device. The reload was received with the one piece sled detached and unfired making it nonfunctional. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard.

Event description:
It was reported that during a respiratory surgery, the knife moved forward slightly but stopped moving when the firing trigger was pulled at the 1st firing on the lung parenchyma. The knife reverse switch was used, but the battery did not work, so the manual override lever was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.